Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported random needles have blockage. To aid in the investigation, two samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305106, lot 3304829. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Materials#: 305106, batch#: 3304829. It was reported by the customer that blocked clogged/blocked is the issue. Verbatim: rcc received a complaint via phone. Pir attached. Product complaint-mds. Facility: (B)(6). Contact: 1. (B)(6). Ref: 305106. Lot: 3179198 and 3209277. Issue: blocked clogged/blocked is the issue. Pt harm: no. Sample: yes. Comments on 20/03/2024. With the previously reported lot #¿s, I don¿t have specific dates to report. I work with 3 retina providers that had issues with occlusions, but didn¿t report when/how many. It appears that random needles would have blockage and md would just change the needle if possible. I will go through needles that I pulled to find some that are occluded to send as a sample. As luck would have it, just today, it was reported that we had a needle from newer lot # that was occluded that I will send to you for investigation. This lot # is 3304829.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative

Event description:
Materials#: 305106 batch#: 3304829 it was reported by the customer that blocked clogged/blocked is the issue. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint-mds (B)(6). Ref: (B)(4). Lot: 3179198 and 3209277 issue: blocked clogged/blocked is the issue pt harm: no sample: yes comments on 20/03/2024 with the previously reported lot #¿s, I don¿t have specific dates to report. I work with 3 retina providers that had issues with occlusions, but didn¿t report when/how many. It appears that random needles would have blockage and md would just change the needle if possible. I will go through needles that I pulled to find some that are occluded to send as a sample. As luck would have it, just today, it was reported that we had a needle from newer lot # that was occluded that I will send to you for investigation. This lot # is 3304829